Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 transmitter stopped on day 90. No additional event or patient information is available. Data log was reviewed for evaluation on 01/20/2017. Complaint for a transmitter issue could not be confirmed. The root cause could not be determined post investigation.